Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The femoral introducer red knob broke off while putting on the real femoral component. When the surgeon hit it on the strike plate, the red knob broke off.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The femoral introducer red knob broke off while putting on the real femoral component. When the surgeon hit it on the strike plate, the red knob broke off. Conclusion and justification status: following investigation by bioengineering, notification was received that: investigation into this failure mode has indicated that the root cause may be associated with fatigue of the ml slide screw either side of the cross pin, where the cross-sectional area was the smallest. Post market surveillance is per (B)(4). The complaint shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be reviewed and further investigation completed as required. Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.